Manufacturer narrative:
(B)(4).the assignable cause was undetermined.

Manufacturer narrative:
(B)(4). One partial used set with no spike or silicone tubing and no cap on patient connector in reference to leak was received. Functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. Due to the condition of the returned sample no further or extensive testing could be performed. The complaint could not be confirmed in the lab.

Event description:
This is an international report where there was a leak found coming from the silicone tubing during use. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.